Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. The returned sample determined that it was received, two open samples and one box with thirty- four unopened samples that pertain to product code vcp771d. In the overall inspection of the returned sample, it was noted a hole in the top foil. A possible cause for these conditions is due to improper handling during transit or storage. In addition, the sample was opened, and the swage and attachment area were noted as expected. The product code vcp771 contains an absorbable suture. Due to the condition of the returned sample and the time of exposure to the environment cannot be determined. The functional test could not be performed. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to continue the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the use of a c-arm or other method used to locate the broken piece inside the patient? No please provide the lot number reported in this event? Did the needle fall into the patient? If so, was it retrieved? ¿ what was done to retrieve the broken piece? For example, switched to and open procedure, second surgery? What is the patient¿s current health status and condition? Contacted with the sales rep today via phone, please refer to the event description, other information requested is unknown.